Manufacturer narrative:
In addtition to the returned devices two pictured were sent to smiths medical. The returned sample was received with the pump tube height its under specification due the fact pump tube didn't reach the fixture. During the evaluation of the device the sample was fully priming and connected without difficult, the pump was set running and any alarm was not activated. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical cadd reservoir cassette would not attach to cadd legacy 6500 pump. Cassette tube would not connect and pump alarmed. No patient injury, as this occured while setting up the device for therapy. No patient injury reported.